Event description:
Customer reported a malfunction that occurred partway through a cartridge change. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and no adverse impact was reported. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and agreed to contact support if the issue reappeared.